Event description:
The customer reported to customer service that when she recently received a replacement power supply, it looked like it was cracked. Then, she dropped it from less than a one foot distance and it cracked open "like an egg" and all of the metal components fell out. An injury was not reported.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, she confirmed that she dropped the transformer and it cracked (she did not use it afterward) and that there was no sparking, fire, flame, or melting. She also indicated to that no injuries were sustained as a result of the issue. A breach in the transformer housing is a safety risk. In summary, the product eval confirmed the customer's report that the transformer housing was broken apart but revealed no signs of melting. The damage to the housing is typical of abuse (like dropping it or hitting it with a hard object). The original design testing involved dropping the unit from a 1.0 m height per ul 2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on (B)(4) 2011. Complaints against this product are currently being investigated and will continued to be monitored for similar issues. A visual examination of the power supply revealed a split in the transformer housing. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 0.0 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured as open, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured at 53.5 ohms, which is normal and indicates that the thermal fuse did not blow.